Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of his daughter (the patient) alleging that the pump had delivered many unexplained boluses. The reporter claimed that the pump was downloaded by a health care provider (hcp) and there were several days of multiple unexplained boluses in the pump's history. The reporter claimed that the following boluses in the bolus history were unprogrammed: (B)(6) 2012- 7:41am normal (p) 0.05u of 0.05u, 7:39am normal (p) 2.6u of 2.6u (B)(6) 2012- 8:12p normal (p) 0.20 of 0.20, 8:02p normal (p) 0.05u of 0.05u, 8:01pm normal (p) 2.85u of 2.85u, 1:13pm normal (p) 3.85u of 3.85u, 12:35p normal (p) 0.05 of 0.05u, 12:32p normal (p) 0.65u of 0.65u, 11:34a normal (p) 0.05u of 0.05u, 10:29am normal (p) 1.3 u of 1.3u, 9:58a normal (p) 0.05u of 0.05u, 9:20am normal (p) 0.55u of 0.55u, 8:39am normal (p) 3.85u of 3.85u. (B)(6) 2012- 6:28pm normal (p) 0.300u of 0.300u, 6:26pm normal (p) 3.90u of 3.90u, 2;28pm normal (p) 2.85u of 2.85u, 1:05p, normal (p) 3.0u of 3.0u, 10:51am normal (p) 0.25u of 0.25u, 9:56am normal (p) 0.05u of 0.05u, 8:47am normal (p) 1.05u of 1.05u, 1:47pm normal (p) 0.05u of 0.05u. Tdd- (B)(6) bolus 9.70u, basal 1.045u, total 10.74u, (B)(6): bolus 20.70u, basal 1.053u, total 21.753, ¾ bolus 16.20, basal 1.068, total 17.268, (B)(6) bolus 10.750, basal 0/936, total 11.686, (B)(6) bolus 19.500, basal 1.122, total 20.622, (B)(6) bolus 26/05u, basal 1.120, total 27.170, 2/29 bolus 22.050, basal 0.866, total 22.96, 2/28 bolus 22.10, basal 00.76, total 22.67. The reporter claimed that the patient is well behaved and does not touch the pump. During the time of concern, the reporter claimed that the patient's blood glucose (bg) level dropped down to "38-64 mg/dl". The patient also reportedly experienced symptoms of dizziness and weakness but was able to treat the lows by consuming food and drinks. Through troubleshooting, the animas representative involved in this contact noted that no defects were found. The representative noted that all history screens were reportedly recording appropriately. The keypad was intact and no tactile changes or structural defects were found on the pump or keypad. The pump and meter had no communication problems and were paired. The pump was replaced per the request of the reporter and hcp. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump delivered unprogrammed boluses and the patient suffered low bg episodes suggestive of severe hypoglycemia.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the bolus history and black box verify the reported boluses. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A 10 unit audio bolus and a 10 unit normal bolus were performed and were recorded accurately in the pump history. Boluses were also programmed from a test meter remote and recorded in the pump history. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.